Manufacturer narrative:
Failure analysis is in progress, add'l info will be submitted once the quality investigation is completed.

Event description:
The core universal driver was sent in for analysis because it would not stop running during a procedure. No adverse event was associated with the device. The same device was used to complete the procedure without any procedure delay.